Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, patient reported the insulin cartridge before the one she is using now had a lot of air bubbles when she filled it. She stated there were hundreds of very small bubbles throughout the cartridge. Patient reported she last changed the adapter 2 - 3 cartridge changes ago. She stated, the insulin was not cold when she filled the cartridge. Patient reported she was not able to prime out the cartridge because the bubbles were throughout it. She stated she didn't even attempt to correct the issue. Patient reported she just threw that cartridge away and filled a new cartridge. She stated this took care of the bubble issue and she was able to insert and use the new cartridge. Patient reported she does not have the old cartridge to return. Advised to call back with those issues in the future. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.